Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and anembryonic gestation ('blighted ovum/miscarriage') in a 38-year-old female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (date of live-birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010.), miscarriage, gestational diabetes and threatened abortion. (B)(6) 2013- exam: us obstetrics less than 14 weeks: final report: transabdominal and endovaginal pelvic ultrasound impression: 1. Signal change uterine pregnancy at 7 weeks and 0 days. 2. No evidence for acute abnormality. No evidence for subchorionic. Exam: us le venous duplex left: final report: real-time sonographic interrogation of the left lower extremity deep venous system. Impression: hypoechoic thrombus in the left mid to proximal great or saphenous vein. Otherwise, unremarkable. Surgical pathology report: diagnosis: endometrial curettage: blood clot, inflamed and focally necrotic decidua, and immature chorionic villi consistent with products of conception. No embryonic tissue is seen. (B)(6) 2013 exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since. (B)(6) 2014-CT head without contrast: clinical history: headache impression: unremarkable unenhanced head CT. Concurrent conditions included vaginal pain, superficial thrombophlebitis, varicose vein, thrombosis, inflammation, peripheral vascular disease, deep vein thrombosis, weakness, dizziness, nausea, low back pain, bacterial vaginosis, headache, shoulder pain, neck sprain and arthralgia. Concomitant products included amlodipine, hydrochlorothiazide;lisinopril (lisinopril hctz) and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced anembryonic gestation (seriousness criterion medically significant) with pelvic pain and abdominal pain, 4 months 27 days after insertion of essure. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure/pregnancy (stillbirth or miscarriage)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with cefixime (flexeril), ibuprofen and surgery (essure removal on (B)(6) 2013 and dilatation of cervix with suction curettage on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage, anembryonic gestation, pregnancy with contraceptive device, menorrhagia and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, dyspareunia, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion. Impression: 1. Left peripheral fallopian tube obstruction with several filling defects in diverticula in the left fallopian tube. 2. Dilated right distal fallopian tube with several regions of slight filling defects in the more proximal right fallopian tube. Lot number: a34128 man date: 2012-08 exp date: 2015-08. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, anembryonic gestation, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and anembryonic gestation ('blighted ovum/miscarriage') in a 38-year-old female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (date of live-birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010.), miscarriage, gestational diabetes and threatened abortion. (B)(6) 2013- exam: us obstetrics less than 14 weeks: final report: transabdominal and endovaginal pelvic ultrasound impression: 1. Signal change uterine pregnancy at 7 weeks and 0 days. 2. No evidence for acute abnormality. No evidence for subchorionic. Exam: us le venous duplex left: final report: real-time sonographic interrogation of the left lower extremity deep venous system. Impression: hypoechoic thrombus in the left mid to proximal great or saphenous vein. Otherwise, unremarkable. Surgical pathology report: diagnosis: endometrial curettage: blood clot, inflamed and focally necrotic decidua, and immature chorionic villi consistent with products of conception. No embryonic tissue is seen. (B)(6) 2013. Exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since. Exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since. (B)(6) 2014-CT head without contrast: clinical history: headache. Impression: unremarkable unenhanced head CT. Concurrent conditions included vaginal pain, superficial thrombophlebitis, varicose vein, thrombosis, inflammation, peripheral vascular disease, deep vein thrombosis, weakness, dizziness, nausea, low back pain, bacterial vaginosis, headache, shoulder pain, neck sprain and arthralgia. Concomitant products included amlodipine, hydrochlorothiazide;lisinopril (lisinopril hctz) and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced anembryonic gestation (seriousness criterion medically significant) with pelvic pain and abdominal pain, 4 months 27 days after insertion of essure. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure/pregnancy (stillbirth or miscarriage)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with cefixime (flexeril), ibuprofen and surgery (essure removal on (B)(6) 2013 and dilatation of cervix with suction curettage on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage, anembryonic gestation, pregnancy with contraceptive device, menorrhagia and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, dyspareunia, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion. Impression: 1. Left peripheral fallopian tube obstruction with several filling defects in diverticula in the left fallopian tube. 2. Dilated right distal fallopian tube with several regions of slight filling defects in the more proximal right fallopian tube. Lot number: a34128, man date: 2012-08, exp date: 2015-08. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, anembryonic gestation, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and anembryonic gestation ('blighted ovum/miscarriage') in a (B)(6) patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (date of live-birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010.), miscarriage, gestational diabetes and threatened abortion. (B)(6) 2013- exam: us obstetrics less than 14 weeks: final report: transabdominal and endovaginal pelvic ultrasound impression: 1. Signal change uterine pregnancy at 7 weeks and 0 days. 2. No evidence for acute abnormality. No evidence for subchorionic. Exam: us le venous duplex left: final report: real-time sonographic interrogation of the left lower extremity deep venous system. Impression: hypoechoic thrombus in the left mid to proximal great or saphenous vein. Otherwise, unremarkable. Surgical pathology report: diagnosis: endometrial curettage: blood clot, inflamed and focally necrotic decidua, and immature chorionic villi consistent with products of conception. No embryonic tissue is seen. (B)(6) 2013: exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since exam: us obstetrics less than 14 weeks: indication: history of essure procedure; two miscarriages since (B)(6) 2014-CT head without contrast: clinical history: headache impression: unremarkable unenhanced head CT. Concurrent conditions included vaginal pain, superficial thrombophlebitis, varicose vein, thrombosis, inflammation, peripheral vascular disease, deep vein thrombosis, weakness, dizziness, nausea, low back pain, bacterial vaginosis, headache, shoulder pain, neck sprain and arthralgia. Concomitant products included amlodipine, hydrochlorothiazide;lisinopril (lisinopril hctz) and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced anembryonic gestation (seriousness criterion medically significant) with pelvic pain and abdominal pain, 4 months 27 days after insertion of essure. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure/pregnancy (stillbirth or miscarriage)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with cefixime (flexeril), ibuprofen and surgery (essure removal on (B)(6) 2013 and dilatation of cervix with suction curettage on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage, anembryonic gestation, pregnancy with contraceptive device, menorrhagia and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, dyspareunia, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion impression: left peripheral fallopian tube obstruction with several filling defects in diverticula in the left fallopian tube. Dilated right distal fallopian tube with several regions of slight filling defects in the more proximal right fallopian tube. Lot number: a34128, man date: 2012-08, exp date: 2015-08. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, anembryonic gestation, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2020: pfs received: case become serious incident. Essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.